Event description:
This complaint is now reportable based upon analysis completed on (B)(4) 2014. It was reported that the device was unable to cross the lesion. A 3.00x20mm promus premier stent delivery system (sds) was advanced to the unspecified target lesion; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. A visual and microscopic examination found that the center of the stent was damaged. Struts in the 6th and 7th most proximal row were bent and misaligned. The tip was also slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. It was also noted that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).